Event description:
The event description according to the customer is as follows: advised ventilator working normally on test lung while awaiting to be used on patient. On connection to patient on (s)cmv, wasn't delivering the volume set with - appearing in the monitoring section. Reports patient transported using neopuff instead. Reports no adverse patient event. Ventilator has passed all tests since and checked by biomedical team with no faults identified.

Manufacturer narrative:
Hamilton medical ag event reference number: cer (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.